Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The customer was instructed to wait 20 minutes after the pump came out of storage mode before starting a sensor session, which was acknowledged and understood. Technical support provided guidance on resetting the pump, and after the reset, the error code did not reappear. The customer was able to successfully start their sensor session.